Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient came back after replacement because they suspected there might be an infection so they were placed on antibiotics. The impedance issue had not resolved because after troubleshooting the surgeon chose to close so to not introduce the possibility of more infection.

Manufacturer narrative:
Continuation of d10: product ID 3708695 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: product type extension product ID 3708695 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(6), ubd: 23-apr-2022, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(6), ubd: 21-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery replaced on (B)(6)2023due to a normal depletion. The patient came back to the operating room on (B)(6)2023 to have the implantable neurostimulator ins placed deeper. The surgeon said they didn't look to be any signs of infection but adjusted the placement of the device. Since then, the area around the incision has become infected. The patient was placed on antibiotics between the surgery and the present, but the infection did not clear. The patient lives in a care facility and cannot care for herself or their wounds. The wound could have become infected during post-op care. On (B)(6)2023, redness, yellow, and discoloration around the incision site were noticed. The patient was added to the or schedule the same day for a battery and extension removal from the abdomen, and the new battery and extensions were left sub-clavicular. The new extensions and battery were placed, and the infected wound and abdominal hardware were removed and washed out. During retrieving the existing electrode , contact 8 on the right side was compromised. The patient had normal impedances in pre-op; after surgery, there was a high impedance on all combinations of contact 8. Troubleshooting the issue by unplugging and re-plugging the extension into the battery, the lead didn't resolve the issue; the high would not clear. The surgeon chose to close the incision since the patient was not programmed on any combination of contact 8.